Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. On an unknown date the patient experienced symptom return/loss of therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. No other diagnostics were performed. The decision was made to replace the pump on (B)(6) 2018. The pump would be returned. As of 13-mar-2018 the issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) operations center indicated the pump was delivering baclofen 2 000,0 mcg/ml at 99,9 mcg/day. If information is provided in the future, a supplemental report will be issued.